Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial# unknown, product type unknown.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator. It was reported that the healthcare professional (hcp) interrupted a data download with the sensing programmer using a patient programmer. As a result they are now unable to use the clinician programmer or patient programmer to communicate with the implantable neurostimulator (ins). As troubleshooting the hcp attempted to connect to the ins with the sensing programmer and clinician programmer, with a log from the sensing programmer captured for further evaluation. No actions/interventions were taken, with no patient symptoms alleged and the cause of the event undetermined. The event remains unresolved.